Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin squirted out of the insulin pump during manual prime. Troubleshooting was done. The customer reported that the alarm occurred during the rewind or priming sequence. The customer was requested to return the insulin pump for analysis. No additional information is provided.